Event description:
The customer 3rd party service reported that ac power not working and ordering ac power pack part to replace. There was unknown reported of patient involvement / adverse patient impact.